Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the user interface pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause is the ui pcba, but further root cause cannot be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed.